Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was having a keypad issue with the insulin pump. Customer went to hit the up and down buttons to give a bolus and the numbers kept counting non-stop. Customer's blood glucose was 110 mg/dl at the time of the incident. Customer currently has a battery out limit alarm and sensor related alarms. Customer stated that he turned the sensor feature off. Customer mentioned that the pump has a couple of burn marks on the plastic of the outside casing. Customer is a welder and stated that he accidentally hit the pump with sparks, which discolored the plastic. Customer had issues clearing the alarm and stated that the batteries were out of the pump greater than the duration allowed by the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had an up arrow button which is not responding due to corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump was unable to verify battery out limit alarm and performed sensor test due to unresponsive button. The insulin pump had minor scratches on display window and cracked reservoir tube lip.